Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. A27191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's concurrent conditions included fibroids, cyst and endometriosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss"), 22 days after insertion of essure. On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal distension ("bloating"), back pain ("back pain"), arthralgia ("hip pain") and abdominal pain upper ("sharp, stabbing pain on left side of stomach"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, dyspareunia, alopecia, back pain and arthralgia outcome was unknown, the fatigue was resolving and the abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, dyspareunia, fatigue and pelvic pain to be related to essure. The reporter commented: previously reported insertion date : (B)(6) 2012. Concerning the injuries reported in this case, the following one was described in patient¿s medical record; confirming- pelvic pain. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs and mr was received-lot number was added. New events: ¿dyspareunia (painful sexual intercourse), fatigue, hair loss, back pain, hip pain, sharp, stabbing pain on left side of stomach, plaintiff did not underwent essure confirmation test¿ ,medical history, reporter was added. Outcome of event "fatigue" updated to "recovering/resolving" and outcome of "sharp, stabbing pain on left side of stomach" updated to "recovered/resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. A27191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's concurrent conditions included fibroids, cyst and endometriosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss"), 22 days after insertion of essure. On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal distension ("bloating"), back pain ("back pain"), arthralgia ("hip pain") and abdominal pain upper ("sharp, stabbing pain on left side of stomach"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, dyspareunia, alopecia, back pain and arthralgia outcome was unknown, the fatigue was resolving and the abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, dyspareunia, fatigue and pelvic pain to be related to essure. The reporter commented: previously reported insertion date : (B)(6) 2012. Concerning the injuries reported in this case, the following one was described in patient¿s medical record; confirming- pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. A27191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's concurrent conditions included fibroids, cyst and endometriosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss"), 22 days after insertion of essure. On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal distension ("bloating"), back pain ("back pain"), arthralgia ("hip pain"), abdominal pain upper ("sharp, stabbing pain on left side of stomach") and menopause ("premenopause"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, dyspareunia, alopecia, back pain, arthralgia and menopause outcome was unknown, the fatigue was resolving and the abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, dyspareunia, fatigue, menopause and pelvic pain to be related to essure. The reporter commented: previously reported insertion date : (B)(6) 2012. Concerning the injuries reported in this case, the following one was described in patient¿s medical record; confirming- pelvic pain, menopause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Event : premenopause added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. A27191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." The patient's concurrent conditions included fibroids, cyst and endometriosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss"), 22 days after insertion of essure. On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal distension ("bloating"), back pain ("back pain"), arthralgia ("hip pain"), abdominal pain upper ("sharp, stabbing pain on left side of stomach"), menopause ("premenopause"), fibromyalgia ("fybromyalgia"), trigeminal neuralgia ("trigeminal neuralgia"), hyperventilation ("hyperventilated"), pollakiuria ("peed frequently"), constipation ("I did not go for days"), sinusitis ("sinus infection") and metal poisoning ("nickel toxicity"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, dyspareunia, alopecia, back pain, arthralgia, menopause, fibromyalgia, trigeminal neuralgia, hyperventilation, pollakiuria, constipation, sinusitis and metal poisoning outcome was unknown, the fatigue was resolving and the abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, constipation, dyspareunia, fatigue, fibromyalgia, hyperventilation, menopause, metal poisoning, pelvic pain, pollakiuria, sinusitis and trigeminal neuralgia to be related to essure. The reporter commented: previously reported insertion date : (B)(6) 2012. Concerning the injuries reported in this case, the following one was described in patient¿s medical record; confirming- pelvic pain, menopause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. A27191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's concurrent conditions included fibroids, cyst and endometriosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss"), 22 days after insertion of essure. On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal distension ("bloating"), back pain ("back pain"), arthralgia ("hip pain"), abdominal pain upper ("sharp, stabbing pain on left side of stomach"), menopause ("premenopause"), fibromyalgia ("fibromyalgia"), trigeminal neuralgia ("trigeminal neuralgia"), hyperventilation ("hyperventilated"), pollakiuria ("peed frequently"), constipation ("I did not go for days"), sinusitis ("sinus infection") and metal poisoning ("nickel toxicity"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, dyspareunia, alopecia, back pain, arthralgia, menopause, fibromyalgia, trigeminal neuralgia, hyperventilation, pollakiuria, constipation, sinusitis and metal poisoning outcome was unknown, the fatigue was resolving and the abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, constipation, dyspareunia, fatigue, fibromyalgia, hyperventilation, menopause, metal poisoning, pelvic pain, pollakiuria, sinusitis and trigeminal neuralgia to be related to essure. The reporter commented: previously reported insertion date : (B)(6) 2012. Concerning the injuries reported in this case, the following one was described in patient¿s medical record; confirming- pelvic pain, menopause . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-apr-2020: new events were added: fibromyalgia, trigeminal neuralgia, hyperventilation, pollakiuria, constipation and sinusitis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.